Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that two days post-implant this right atrial (ra) lead dislodged. A revision procedure was performed wherein the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found cuts in the lead insulation that were determined to have been sustained during the explant procedure. Blood/body fluid was noted in the lead lumens; the electrode tip was intact and undamaged. The lead passed continuity testing and x-ray was found unremarkable. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.